Event description:
Per plaintiff's complaint, civil action number (B)(6)". Was injured requiring medical treatment to his right knee ("underlying injury"). "Thereafter, plaintiff was prescribed the use of brace for the underlying injury from a qualified provider." On or about (B)(6) 2009, plaintiff began using the "brace". Since ending the use of "brace", plaintiff discovered that the brace caused the complaint of personal injuries." "Plaintiff has suffered: pain, suffering, and inconvenience, physical impairment." The allegations of the complaint are unverified.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.